Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After the first case, the user facility's biomedical engineer (biomed) changed out the yellow and red sensors then reseated the cables. They had the issue again. The biomed then changed out the gel pads. This issue was still there. They changed out the level module and this seemed to resolve the false alarms.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level module seems to be giving sporadic alert alarms. This has been an ongoing issue for a couple of weeks. Issue occurred a couple of times, usually fifteen to twenty minutes into a case, when there was still approximately 1200 cc's of blood. Error messages "low level" were observed. The device was not changed out, as the perfusionist re-set the level module and used for the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.